Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur broke at the base while in use. A replacement bur was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the break did not result in fragments inside the patient. Reused single use device: no date MFR. Rec: jan/24/2017. One un-sealed sample of part number 1885061hs, from lot number 66542400 was received. The inner shaft was broken 0.16¿ from the distal face of the inner hub which would have resulted in the reported event. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; and damage to the inner hub chevrons caused by the handpiece drive mechanism. The IFU has detailed instructions for properly loading a bur/blade into the handpiece. An improperly loaded blade would result in a lack of support and improper engagement with the handpiece. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. The customer was likely to experience the bur working at first, until the hub was worn down and subsequent shaft breakage. (B)(4).

Event description:
Additional information was received indicating that the break did not result in fragments inside the patient.